Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012469370 was returned and analyzed. Visual inspection showed the catheter was received without the native guidewire used during the case and the guidewire lumen was retracted. No anomaly was observed along the shaft, handle, or array area. Mechanical verification of the slide control function was performed and it moved forward and backward without friction or any issues. The steering function was normal, with the distal catheter tip responding as expected in both directions. Data from the catheter identification chip confirmed the catheter was programmed for clinical use, with the lot and serial numbers matching those indicated on the cover. The catheter was reprogramed before connection to the generator via a catheter interface cable, and therapy deliveries passed without any issues; no errors were generated. The continuity test was performed with multimeter and the returned catheter; the impedance measurement showed an open loop circuit between electrode #1 and pin #12; the impedance for the other electrodes was normal. During verification and inspection of the array under x-ray imaging, an electrode wire was observed to be broken at electrode #1. In conclusion, the catheter did not pass the returned product inspection due to a broken electrode wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that electrode noise was observed after deploying the pulsed field ablation catheter in the left atrium during a cardiac ablation procedure. The issue was identified as noise on electrodes one and two. Troubleshooting steps included swapping the cable and electrogram cable prior to replacing the catheter. The catheter was subsequently replaced to resolve the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.